Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the issue that was identified. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product involved with this issue to perform failure analysis. The unit was analyzed and found the unit was tested on an in-house system and triggered error 31226, which was not related to the reported problem. The usm was also tested on the testing platform and failed the carriage strength test. The complaint was confirmed based on failure analysis.

Event description:
During a preventative maintenance (pm) field service activity, the field service engineer (fse) identified that arm 4 failed the carriage strength test. The fse replaced the universal surgical manipulator (usm). There was no patient involvement and no issue reported by the customer.